Manufacturer narrative:
Device investigation narrative - complaint of overheating was confirmed. Product failed functional testing with motor stall error and overheating. Cause of overheating and errors is a corroded motor/gearbox. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The motor/gearbox assembly part number could not be removed from the housing for further assessment due to corrosion. A review of the manufacturing records shows that this unit was released to distribution on or about (B)(6) 2016. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the svc repl mdu non-hand cntl elite was getting warm. This occurred after the procedure. There were no delays or patient injuries.